Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 125 mg/dl. The customer was assisted with troubleshooting. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that they did swimming with insulin pump. Insulin pump was flashing and making a noise when the battery took out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with frozen display due to moisture damage electronic assembly. No missing segments or partial display noted during testing.